Event description:
It was reported that a patient was allegedly in the hospital for a preexisting open heal wound that required treatment. It was reported that before the patient received the treatment, the patient was allegedly adjusting themselves on the stretcher and the preexisting wound on their heal was allegedly scraped on an exposed sharp metal edge of the stirrup attachment piece.

Manufacturer narrative:
It was confirmed that the patient received medical attention for the preexisting open wound on their heel, but could not confirm if additional medical attention was required for the injury involving the heel stirrup attachment piece. The severity of the injury did not worsen due to the allegedly injury from the heel stirrup attachment piece. The stirrup attachment piece had allegedly broken prior to the alleged event which left an exposed metal edge at the foot end of the stretcher. The serial number of the prime zoom stretcher where the alleged injury occurred on could not be confirmed.

Event description:
It was reported that a patient was allegedly in the hospital for a preexisting open heal wound that required treatment. It was reported that before the patient received the treatment, the patient was allegedly adjusting themselves on the stretcher and the preexisting wound on their heal was allegedly scraped on an exposed sharp metal edge of the stirrup attachment piece.